Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was implanted in a patient with a bicuspid valve type 0. The device was explanted due to severe paravalvular leakage, and replaced with an inspiris valve during the same day.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. The valve received has no pre-existing defects. In general, it is still in good condition the height of each leaflet has been verified by means the specific tool and it resulted in conformity. The replication of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic roots #21 and #23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed as visible in attached pictures; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations. Considering the static conditions of the test and despite the residual deformation observed at the inflow side level, the water level remained stable under the leaflets free edge. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. No device malfunctions were observed in the returned device, and during the manufacturing documents review. Based on the investigations performed and medical judgment received, the most probable root cause of the reported event can be attributed to patient factors.

Manufacturer narrative:
Updated b5 following the receipt of additional information.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was implanted in a patient with a bicuspid valve type 0. The device was explanted due to severe paravalvular leakage, but no stent folding was identified. The perceval valve was replaced with an inspiris valve size 21mm. The patient's preoperative annulus dimensions were not provided. The patient remained stable during the procedure and had a good outcome (already discharged from the hospital). Based on the surgeon's assessment, the root cause of the reported event was attributed to the patient's anatomy, although this aspect was not further specified.